Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. Performance data collected from the device has been analyzed. Patient alert for out of tolerance subthreshold impedance on (B)(6) 2010 02:15:02. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace=800 to 1648 ohms peak between (B)(6) 2009 and (B)(6) 2010.

Event description:
It was reported that there was a patient alert for high impedance due to a gradual increase in impedance in the right ventricular lead. The impedance alert threshold was changed. The lead remains in use. No patient complications have been reported as a result of this event.